Manufacturer narrative:
Additional information: the customer photos were reviewed by the johnson and johnson subject matter expert (sme), which determined that "the origin of the lens haziness as well as its potential clinical impact cannot be determined from a picture evaluation". All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Information unknown/not provided. If explanted, give date: not applicable as the device remains implanted. Phone number: (B)(6). The intraocular lens (iol) is not returning for evaluation as the lens remains implanted; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a patient complained of foggy/blurry vision in their left eye and that the implanted intraocular lens (iol) was cloudy on (B)(6) 2021 post-operation. The doctor commented that whitening/glistening of lens may have occurred. No loss of vision problem has been observed and the visual acuity (va) was reported to be 1.2. It was indicated that the lens remains implanted. The visual acuity (va) before the surgery was 1.0 and the target refraction of surgery was emmetropia. The lens was implanted at another clinic on (B)(6) 2009 and there was no problem when it was inspected at the clinic on (B)(6) 2021. Reportedly, the doctor will consider replacing the lens if the patient's eyesight deteriorates, but at this point the doctor will observe the progress. No further information was provided.